Manufacturer narrative:
The hill-rom service technician thoroughly inspected the lift and the sling and found no malfunction with either one. They both functioned as designed. The user manual for the lift (7en135101 revision 1) states under recommended accessories for viking 300: to select the appropriate accessories, please see our brochure of lifting accessories. For further guidance in selecting the appropriate accessories, study the instruction guide for each sling model. Hill-rom recommends the use of liko accessories and slings in combination with our lifts. The viking 300 mobile lift was shipped in may 2003. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient became agitated while raised in the lift in a non-liko sling. She made a sudden jerky movement causing her to slip through the side opening of the sling. The patient sustained a skull fracture and a laceration on her forehead and above her left eye. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).